Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the flow sensor was reading low (1.5 liters per minute [lpm]) with prime solution in the tubing. The flow sensor was located between the pump and the oxygenator. There were no error messages, alerts, or alarms on the central control monitor (ccm). As a result, an alternate device was employed, with flow reading at approximately 8 lpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) was unable to verify low flow reading. The flow sensor read 10.0 lpm at 1500 revolutions per minute (rpm). A different flow sensor (B)(4) tested read 10.0 lpm at 1500 rpms. As a precaution, the fsr replaced the flow sensor ((B)(4) with flow sensor (B)(4)). The fsr downloaded the data logs and preformed release test. The unit operated to MFR specs and was returned to clinical use. The suspect device was returned to the MFR for further eval.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the complaint effects were unable to be duplicated. The flow sensor readings were compared to calculated flow readings in the water-loop circuit driven by a roller pump. In all cases, the flow sensor read within tolerance of the calculated flow. A lab-use sensor was also used to measure flow, and the two flow sensor readings were comparable. Based on script questions, it appears user was operating the flow system properly per operators manual. Data log analysis cannot determine a low flow reading. Log analysis did not show any error messages or evidence of unexpected operation. No additional action will be taken at this time.